Manufacturer narrative:
Hill-rom has made more than three contacts to initiate the insurance paperwork required to repair this bed. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the patient performs preventative maintenance on this bed. Hill-rom has received no response to these contacts. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was raising on its own. The bed was located at the patient's residence. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).